Event description:
It is reported that the patient underwent a left total knee arthroplasty in 2004. She recently began having pain on ambulation and difficulties with activities of daily living. The device was revised on march 21, 2006. Intraoperatively the tibial component was found to be loose.